Event description:
It was reported that the patient experienced discomfort while using her spinalpak device. The patient cannot continue to use the device, and "even one hour per day was too painful". The zimvie sales representative asked the patient if she had spoken to her physician. The patient said she left a couple of messages with no response. She is due to see her physician. The zimvie sales representative told the patient to discontinue use until she heard from either customer service or her physician. The customer service representative called the patient to collect details and had to leave a voicemail for a return call. It was later reported by the patient within 5 minutes of starting treatment that she was in intense pain. The zimvie customer service representative advised the patient to stop wearing the device. The patient stated that she called the doctor and was told to call zimvie. The patient was told to call back the doctor and see what he advises. Later, this complaint was deemed as a duplicate complaint.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. This complaint is deemed as a duplicate. Please refer to medwatch number 0002242816-2024-00010-01 for reference.

Event description:
It was reported that the patient experienced discomfort while using her spinalpak device. The patient cannot continue to use the device, and "even one hour per day was too painful". The zimvie sales representative asked the patient if she had spoken to her physician. The patient said she left a couple of messages with no response. She is due to see her physician. The zimvie sales representative told the patient to discontinue use until she heard from either customer service or her physician. The customer service representative called the patient to collect details and had to leave a voicemail for a return call,. It was later reported by the patient within 5 minutes of starting treatment that she was in intense pain. The zimvie customer service representative advised the patient to stop wearing the device. The patient stated that she called the doctor and was told to call zimvie. The patient was told to call back the doctor and see what he advises. No additional information has been received at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient experienced discomfort while using her spinalpak device. The patient cannot continue to use the device, and "even one hour per day was too painful". The zimvie sales representative asked the patient if she had spoken to her physician. The patient said she left a couple of messages with no response. She is due to see her physician. The zimvie sales representative told the patient to discontinue use until she heard from either customer service or her physician. The customer service representative called the patient to collect details and had to leave a voicemail for a return call,. It was later reported by the patient within 5 minutes of starting treatment that she was in intense pain. The zimvie customer service representative advised the patient to stop wearing the device. The patient stated that she called the doctor and was told to call zimvie. The patient was told to call back the doctor and see what he advises. Later, this complaint was deemed as a duplicate complaint.

Manufacturer narrative:
Corrections: d1: brand name, d2a: device common name, d3: manufacturer, d4: model number, g4: PMA number, h4 device manufacture date, h6 product and evaluation codes. Additional information - a patient information this follow-up report is being submitted to relay corrected information based on UDI related data quality updates only.